Event description:
It was reported the pump could not be palpated during an examination (2013-(B)(6)) when the patient visited the hospital for a refill. An abdominal computed tomography (CT) scan revealed the pump had "fallen into the peritoneal cavity". A repair procedure was performed to remove the pump from the peritoneal cavity the same day, but the catheter remained in the peritoneal cavity. On 2014-(B)(6), the catheter inside the peritoneal cavity was removed and replaced. It was determined the event was caused by factors related to the patient (strong organs) and not deemed to bear any causal relationship to the drug, device, and/or procedure. The medication in the pump was not reported. The patient was reported to be recovered on 2014-(B)(6).

Event description:
Additional information received reported the adverse event was deemed to bear no causal relationship to the drug, device, and/or procedure. The initial reported patient factor was "strong organs"; this was also translated to state, "emaciation was strong".

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), explanted: 2014-(B)(6), product type catheter. (B)(4).